Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter broke midway down and completely (360 degrees around.) The catheter was cut with scissors. A second catheter was tried, but the same issue occurred and additionally the deflectable wire came out while the catheter was being slit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.